Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01892.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter the physician experienced resistance and the pod8 unintentionally detached within the microcatheter. The physician removed the detached pod8 from the microcatheter and attempted to advance a new pod8. However, while advancing the new pod8 through the microcatheter, it unintentionally detached with more than half of the coil within the splenic artery. Therefore, the physician used a wire to push the detached pod8 in the splenic artery. However, the proximal portion of the pod8 migrated into the right hepatic artery, embolizing both the splenic artery and the hepatic artery. The physician then attempted to remove the detached pod8 using a snare device; however, it was unsuccessful. The physician decided to leave the migrated segment of the pod8 in the right hepatic artery do to fear of causing worse outcome. The patient was placed on an aspirin and plavix medication for six months.